Event description:
During a laparoscopic wedge resection, the jaw of the device would not open after firing. The jaw finally opened by using another instrument. The device continued to staple and cut properly. There was no pt consequence.